Event description:
A right heart catheterization was performed primarily for reasons unrelated to the pressure sensor. The sensor was not recalibrated during the procedure but the physician requested it be recalibrated by the technical heart failure team via the patient care network website using the data from the right heart catheterization and the patient's cardiomems reading from the day prior. The sensor baseline was decreased by 22 mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.